Manufacturer narrative:
Other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's issue was unable to be replicated. The expulsor was trimmed as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 failed volume accuracy test tolerance +10.